Event description:
Device history record was reviewed, no issue has been found. Device log was reviewed and the event is confirmed. Error 43 (lcd communication failure) and 45 (defective lcd voltage) are present in the log file. The subject device (model agilia sp mc sk, serial number (B)(6)) was not sent back to our laboratory for analysis as repairs were performed locally. However, the defective display board was returned as a spare part. Upon reception, the subject part was submitted to tests in order to confirm the reported event. Error 45 has been reproduced but not error 43. However, thanks to the log file, the reported event is confirmed for both errors. The root cause of the reported issue is due to a defective lcd screen. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "faulty display. Defective display board was diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe. " the part was sent back for evaluation. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.